Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis shows minor wear marks and scratches. A derailed yaw cable at the distal idler pulley was also found. The derailed yaw cable became frayed as well. The frayed segments were in various lengths and stuck out. The idler pulley exhibited pulley rim damage. Additional observation not reported was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. Failure analysis concluded the damage was likely due to mishandling / misuse. An uneven piece of the ceramic sleeve was also missing exposing the shaft of the spatula. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. (B)(4) the customer reported complaint does not itself constitute a MDR reportable event; however; the broken cables, insulation damage on the main tube and sleeve,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si myomectomy procedure, the cable broke on a permanent cautery spatula instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.